Event description:
Patient for laporoscopy tubal ligation. On 12/4 during suturing of incision, needle broke in half. One half fell into the abdominal cavity. An x-ray verified presence of needle. Exploratory laporotomy was performed to retrieve needle half. Needle breakage reported to risk management. Patient had no complication following surgery and was discharged on 12/5/92device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing, telemetry failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was not destroyed/disposed of.